Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed an inaccurate fill estimate. Blood glucose was 288 mg/dl.